Event description:
It was reported that the patient experienced ventricular tachycardia (vt) and that the right ventricular (rv) lead had went through the tricuspid valve and the valve was damaged. The rv lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.